Event description:
It was reported that the bd precisionglide¿ needle separated during use and "released into the patient's skin", requiring surgical intervention to remove.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed. 53 inspections performed - no defects found. No notifications were written for this batch, nor for the associated assembly batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle separated during use and "released into the patient's skin", requiring surgical intervention to remove.